Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the lateral side of a2/p2. During deployment, the clip opened from approximately 10 degrees to 30-40 degrees when the delivery catheter (dc) handle was retracted. The clip remained attached to both leaflets, however the mr jet increased. Two additional clips were implanted; one on the lateral side and one on the medial side to reduce mr and stabilize the opened clip. The procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. The physician believes the clip opening may have been due to patient anatomy. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening could not be determined in this incident. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical staff engineer, and the visual observation from the provided fluoro stated ¿ one (1) fluoroscopic still image was provided in which three (3) fully deployed clips can be visualized. The middle clip in the image is presumably the clip with the reported issue of opening ~10° upon detachment from the delivery catheter, as it was reported that two additional clips were implanted, one on either side of the first (reported) clip. Due to the angulation of the clip arms relative to the fluoro view (clip arm plane perpendicular to frame) the clip arm angle cannot be estimated. In addition, no pre-deployment cine of the clip was provided to conduct a comparative assessment of clip arm angles. The reported issue cannot be confirmed based on the image provided.